Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio flex meter displayed an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error 1 issue began on (B)(6) 2017, 4:30pm. The patient manages his diabetes with a combination of medications including janumet and lantus 10 units. He denied making any change to his usual diabetes management routine in response to the alleged product issue. The patient stated that he developed symptoms of ¿dizzy, nausea and confused¿ due to the product issue. The patient stated that on (B)(6) 2017, 4:30pm attended ER and was treated by a hcp with IV fluids for dehydration. The patient denied obtaining a result on another blood glucose device. At the time of troubleshooting, the customer care advocate (cca) confirmed that it was not the first time the product was in use. The patient reported that the sub code displayed above the error message was 0. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. In addition, the patient received hcp treatment for the symptoms she developed.